Event description:
It was reported an issue with monosyn suture. The client reported that when the package was opened the needle was already detached. There is no patient involvement. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,904 units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.54 kgf in average and 0.50 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.17 kgf in average and 0.08 kgf in minimum) final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.